Event description:
A pt was seen by hcp in 2005 for red, painful eye os and was diagnosed with herpes simplex keratitis - etiology unknown, 3+ injection. Hcp prescribed viroptic and zymar and instructed pt to temporarily discontinue lens wear. Pt was seen in follow-up next 2 days - no documentation of the follow-up visits is available.

Manufacturer narrative:
The physician involved in the event did not collect the lenses from the pt and did not provide a lot number. The reporting practitoner indicated the event had an unknown etiology. Based on all info, no causal factors can be determined and no conclusion can be drawn.